Manufacturer narrative:
Product analysis: analysis was not able to confirm any issues with the programmer, it worked normally without any problems. It was noted that the fan from the power supply did not work properly during the endurance test and therefore the power supply and cooling fan were replaced as preventive measures, and that the stylus tip was broken and the stylus no longer worked. The stylus was replaced, the touch screen calibrated, new software installed, log files retrieved and the device cleaned. It then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost communication mid-device check and that the device was therefore unable to be programmed. It was further reported that this occurred on different patients and that two radiofrequency heads were tried. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported (via follow-up) that the lost telemetry occurred after the initial interrogation had been completed and no changes were able to be made to the device or any tests conducted. After a few minutes the telemetry returned and the check was able to be completed. Changing out the radiofrequency head did not resolve the issue.